Manufacturer narrative:
Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unit able to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit received with minor scratches on case, missing retainer, missing reservoir tube o-ring and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no motor movement alert. The customer¿s blood glucose level was 200 mg/dl to 250mg/dl. The customer reported that the insulin pump was unable to rewind. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.